Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Two photos and one crosser 14s were returned for evaluation. Review of the photos revealed a crosser catheter with separation of the outer sheath and guide wire lumen from the distal tip. Additionally, evaluation of the returned device revealed material separation of the outer sheath and guide wire lumen from the distal tip. Based on review of the photos and returned device, the investigation is confirmed for material separation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model cruo14sa recanalization catheter allegedly experienced the tip of the catheter separating from the distal tip, with the core wire holding the tip intact. The procedure was completed with device. This report was received from one source. This event involved one male patient, (B)(6) years of age and approximately (B)(6) kgs. This patient had no reported patient injury.